Event description:
The manufacturer received information alleging a red screen would appear on the device and displaying a ventilator inoperative condition on the device. The customer stated that an electrician had went to the patient's home to evaluate the device but would not find anything wrong with the device. However, the same error message would re-appear on the device a month or two later. There was no harm or injury reported. The device has not been returned to the manufacturer. The customer had informed a philips representative that there were two (2) system errors that had appeared on the log for this device. The customer had informed a philips representative that they had made the repairs to the device but did not specify the type of repairs that were made to the device for this issue. The customer stated to the philips representative that they would like to know what the probable cause(s) were for these 2 system errors that were found on the device. The philips representative had informed the customer that the probable cause was either due to the motor controller had proceeded to the shutdown state due to an error with the motor and/or the machine flow sensor drifted above the specification (>0.21pm) to generate these 2 system errors on the device. If additional information is provided to philips, then an additional report will be filed for this issue.